Event description:
According to the available information emergency catheterization of a male patient. While preparing for this procedure, the catheter balloon was tested. As it was watertight, sealed, and functional, the procedure was proceeded. At the end of the procedure, the balloon was inflated. The balloon can be filled with 30 to 50 ml of ppi water. When filling it with around 40 ml, the balloon burst inside the patient's bladder, causing the patient severe pain and requiring a catheter to be reinserted as an emergency measure.

Event description:
According to the available information emergency catheterization of a male patient. While preparing for this procedure, the catheter balloon was tested. As it was watertight, sealed, and functional, the procedure was proceeded. At the end of the procedure, the balloon was inflated. The balloon can be filled with 30 to 50 ml of ppi water. When filling it with around 40 ml, the balloon burst inside the patient's bladder, causing the patient severe pain and requiring a catheter to be reinserted as an emergency measure.

Manufacturer narrative:
Correction: b1. Adverse event. B2. Other serious or important medical events. A3a. Male. The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.

Event description:
According to the available information emergency catheterization of a male patient. While preparing for this procedure, the catheter balloon was tested. As it was watertight, sealed, and functional, the procedure was proceeded. At the end of the procedure, the balloon was inflated. The balloon can be filled with 30 to 50 ml of ppi water. When filling it with around 40 ml, the balloon burst inside the patient's bladder, causing the patient severe pain and requiring a catheter to be reinserted as an emergency measure.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.

Manufacturer narrative:
According to the complaint description, the lot number is available but not the sample. After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number.quality database was checked and revealed a corrective and preventive action was opened and monthly monitoring is occurring. No corrective action will be implemented as our trend is not increasing and the threshold is not exceeded.a similar case study was performed on prostatic silicone catheter, on the same defect "balloon burst" from december 2021 to december 2025: 127 similar cases were found.